Manufacturer narrative:
Baxter received the device.  This device was not evaluated for the false air-in-line error which was found in the event history log ( ehl) records. In addition, the device is not in its received condition, therefore, the cause for the false air-in-line was not determined or identified by the service evaluator. However, based on evaluation record the ultrasonic sensor was found defective, and the ultrasonic sensor failure can be one of the cause for the false air-in-line alarms. Thus, the cause was considered to be the defective ultrasonic sensor in this case which was replaced.  Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump device either reads air in tubing or makes you readjust the line when you take the key out. There was no known patient injury or medical intervention associated with this event. No additional information is available.